Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) exhibited competitive atrial pacing (cap) which caused inappropriate mode switch and undersensing. Programming changes were implemented. The patient was in stable condition.